Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating they saw the patient on (B)(6)2019 and informed the patient that they need to charge twice a week instead of once a week to ensure properly charged. It was determined the issue has not been resolved, however, the patient's dbs system was checked and there were no breaks in the leads or extensions. All was running well. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the steps taken to resolve the fall and poor recharging coupling was consulting with their physician. The issue was currently resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had a "bad hard fall flat on their chest" when they were on their bike. They fell on their chest and was bruised near the ins site. Now something odd was happening during their recharging of the ins. They have been running out of battery in their ins before tuesday but patient always recharged their ins on tuesdays. They were only getting 6 coupling boxes when they usually always get 8. No patient symptoms or further complications were reported as a result of this event.